Event description:
It was reported that revision surgery was performed in 2003 due to multiple dislocations.

Event description:
Following updated correspondence from the patient it has been confirmed that revision surgery was performed in (B)(6) 2015 due to pain and elevated metal ion levels. A prior thr was performed in israel during 2001.